Manufacturer narrative:
Product analysis: the hypotube had been cut distal to the strain relief, therefore the luer and strain relief were not returned. The stent was positioned on the balloon with deformation visible to a number of the proximal wraps. Crimp impressions were visible on the exposed balloon surface. The proximal pillow was partially inflated with the balloon folds open. The distal shoulder was slightly inflated with the balloon folds partially open. There was blood present in the inflation lumen and the balloon indicating the presence of a leak. Negative prep failed to detect a leak and the balloon did not inflate on pressurisation of the device. The device was placed in the water bath to disperse the residue in the inflation lumen and balloon. On removal from the water bath negative prep failed to detect a leak and the balloon did not inflate on pressurisation of the device. The distal shaft was cut away immediately distal to the guide wire entry port and placed in the water bath to disperse the residue. On removal from the water bath, negative prep confirmed the presence of a leak. On pressurisation of the balloon a leak was detected on the distal shoulder. Visual inspection confirmed the presence of a short longitudinal tear on the outside of the balloon fold. The balloon material was jagged and uneven at the tear site. A longitudinal scratch was visible on the balloon material distal to the tear site. (B)(4).

Event description:
It was reported that the physician was attempting to use one resolute integrity drug eluting stent to treat a lesion located in the mid rca, exhibiting 70-80% stenosis, non-tortuous, no calcification. The lesion was not pre-dilated. The device was removed from it's packaging, hoop/tray and inspected with no issues noted. It was reported that no resistance was encountered when advancing the device and that excessive force was not used. It was reported that the balloon was not inflated while opening the stent in the lesion and only the proximal end of the stent was opened. It was reported that on pulling back the system, it was noted that the stent had been damaged in vivo during positioning. No patient injury was reported. It was reported that the physician does not believe that the event was due to the use of the device in difficult lesion morphology/anatomy, but that the event was device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.